Manufacturer narrative:
Details of complaint: the nurse reported that they could only see one lead under the 12-lead data page on the central nurse station (cns) for this zm transmitter. They transferred the patient from a zm-530 unit to this one, using the same ECG cable, but they were previously able to see eight leads. The same issue was present on all their zm-540 models only. Technical support informed them to check that the parameter setup on the device itself was set to 6-lead instead of auto. No patient harm was reported. Investigation summary: insufficient information / no product returned multiple attempts were made to collect additional information regarding the complaint. However, the customer replied that they did not have this information available. There is not enough information to perform an investigation. The complaint could not be confirmed. Root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4: date of this report, g3: date received by manufacturer, g6: type of report, h2: if follow-up, what type? H6: event problem and evaluation codes, h11: additional manufacturer narrative.

Event description:
The nurse reported that they could only see one lead under the 12-lead data page on the central nurse station (cns) for this zm transmitter. No patient harm was reported.

Manufacturer narrative:
The nurse reported that they could only see one lead under the 12-lead data page on the central nurse station (cns) for this zm transmitter. They transferred the patient from a zm-530 unit to this one, using the same ECG cable, but they were previously able to see eight leads. The same issue was present on all their zm-540 models only. Technical support informed them to check that the parameter setup on the device itself was set to 6-lead instead of auto. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #:ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The nurse reported that they could only see one lead under the 12-lead data page on the central nurse station (cns) for this zm transmitter. No patient harm was reported.